Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found; full lead returned and analyzed.

Event description:
It was reported that the physician could not fixate the lead due to the patient anatomy. Another lead was implanted. No patient complications were reported as a result of this event.